Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The philips field service engineer (fse) evaluated the ventilator onsite and the customer¿s complaint was confirmed. The device's internal flow sensor was replaced to address the issue.